Event description:
It was reported that the proximal end of the stent could not be expanded, requiring a placement of another stent. The stenosed target lesion was located in the left carotid artery. A 10.0-24 carotid wallstent was selected for treatment. During the procedure, after the stent was deployed, the lesion and the distal end expanded normally. However, it was noted that the proximal end of the stent could not be expanded and could not be opened by various means. As a result, an open-cell stent was attached to the inner wall to open the stent and the procedure was completed. There were no complications as a result of this event, and the patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).